Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 550 mg/dl. The cause was unknown; however, customer's continuous glucose monitor was not available due to a non-tandem transmitter and sensor issue. Bg was treated with intravenous insulin and saline. Reportedly, customer left the ER 12 hours later with the issue resolved and no permanent damage. Customer declined a system check with tandem technical support.